Manufacturer narrative:
Without the product reference and batch number, the manufacturer was unable to conduct a thorough documentary review. According to the finished goods release process, all products meet specifications prior to delivery. Since the product was not returned for technical investigation, we cannot confirm the reported defect of "thrombosis." The associated risks have been documented in our risk management file. As a result, the complaint has been classified as "no definitive conclusion, unverifiable (no returned product)."

Event description:
On or about (B)(6) 2017, patient underwent placement of the angiodynamics xcela port, reference number (B)(4), lot number 498498. The device was implanted at (B)(6) in (B)(6), ohio, for the purpose of ongoing treatment for his squamous cell carcinoma. On or about (B)(6) 2017, patient presented himself to (B)(6) for a left upper extremity venous study after complaint of left upper extremity swelling and pain. The evaluation was positive for the presence of acute deep vein thrombosis in the left upper extremity.